Manufacturer narrative:
Our field service engineer who was dispatched to the customer site, could not replicate the problem of the low pressure alarm from the compressor mini during the investigation on-site. Connections were verified and all hoses were tightened. No alarms were generated during operation. No parts were replaced. The compressor mini passed all functional and safety tests per factory specifications and was then cleared for clinical use. As a result of the inability to duplicate the reported alarm, the root cause of the reported low pressure alarm could not be determined from this investigation.

Event description:
It was reported that the compressor mini displayed a "low pressure" alarm. There was no patient involvement reported. (B)(4).